Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during an ipg revision procedure (reference manufacturing 1627487-2018-07800) the physician unintendedly pulled the lead out of the epidural space. As a result the lead was explanted and replaced which extended the procedure. Effective therapy was established post operatively.